Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer and burr unit were received attached together as a single unit. The advancer knob was not on the advancer when received. The burr was detached and received on the rotawire. The burr was able to be removed from the wire with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr detachment occurred. The target lesion was located in anterior tibial artery. A 1.75mm peripheral rotalink plus was selected for use. During the procedure, inside the patient, the burr fully separated from the drive shaft about a minute and a half of use. The burr and the rotawire were removed together from the patient's body. The procedure was complete with a different device. No patient complications were reported and the patient's status was fine.